Event description:
It was reported that the subject device exhibited black particles falling off between the channel and the distal end. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack and lifted that catches cotton, exposed thread at insertion tube side of bending section, and detached distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.